Event description:
Boston scientific received information that during a device replacement procedure for normal battery depletion, when defibrillation threshold (dft) testing was being performed on this newly implanted cardiac resynchronization therapy defibrillator (crt-d), a shorted lead fault code appeared. The patient was externally defibrillated back to their normal sinus rhythm without issue. It was noted that prior to the attempted implant of this crt-d, two competitive devices were attempted and also shorted. After the third device shorted, a call was placed to boston scientific technical services (ts). Ts advised that the fault code and shorted conditions for all three devices were due to an issue with the chronic right ventricular (rv) lead. This crt-d device was not implanted. The following day the patient underwent a second procedure where the physician opted to down grade the patient to a bi-ventricular pacemaker as their ejection fraction was at 50 percent. The physician utilized the pace sense portion of the existing chronic rv lead and surgically abandoned the distal and proximal lead pin connectors. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory visual inspection noted no arc marks on the front and back side of the device case. Examination of device memory confirmed that the device had shocked into a shorted lead condition during an induced episode which occurred during an attempted implant procedure. X-ray of the device verified that the device plasma fuse was blown as a result of the induced high energy overstress resulting from shocking into a shorted lead condition.